Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported intermittently fails op check with solid red x and chirp. There was no patient involvement.